Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension due to unknown reasons. Also reported that a lead revision was performed on july 11th due to unknown reasons at this moment. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension. A lead dislodgement was confirmed. Therefore, a lead revision was performed and this lead was repositioned. No additional adverse patient effects were reported. This lead remains in service.